Event description:
Same case as MFR report# 2134265-2009-01589 and 2134265-2009-01571. It was reported that during a pci (percutaneous coronary intervention) procedure, three balloon ruptures occurred. The lesion was located in the mid segment of the severely calcified rca (right coronary artery); other characteristics of lesion are unknown. A 15 x 3mm quantum maverick balloon was advanced to the lesion and ruptured upon the first inflation, the atm's and duration of the inflation are unknown; the balloon catheter was removed without difficulty. A second 15 x 3mm quantum maverick balloon was advanced to the lesion and ruptured upon the first inflation, the atm's and duration of the inflation are unknown; the balloon catheter was removed without difficulty. The device was a 12 x 3.35mm quantum maverick, which was advanced to the lesion and ruptured upon the first inflation; the atm's and duration of the inflations are unknown. The physician commented that "the calcification was acute and that caused the balloon rupture.

Manufacturer narrative:
The balloon was returned in a deflated state with contrast present in the balloon and distal outer. Microscopic examination revealed a longitudinal tear in the balloon wall located approximately .05 centimeters from the distal end of the proximal markerband. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context, as the device performance was limited by the patient anatomy or other procedural factors.